Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the on-site inspection performed by our field service engineer, the replacement of the breathing circuit did not solve the problem, but the replacement of the patient cassette did as it turned out to be the faulty part. The functional tests passed successfully and the device is in working condition. A complete set of device logs were provided and evaluated. The log shows that the system checkout failed several tests such as monitor pressure transducer failure, control safety valve failure, man ventilation leakage test and the auto ventilation leakage test. There is no indication of a technical failure at the time of the event. The replaced patient cassette was returned for further investigation. A visual inspection was carried out and showed no damage or deviations. The patient cassette was tested in a reference machine and passed the system checkout. No abnormalities were found during ventilation on a test lung for 24 hours. After testing, the patient cassette passed another system check. We have not been able to determine the true cause as the reported issue could not be reproduced.

Event description:
Manufacturer's ref: #(B)(4).